Event description:
Information was received from patient regarding an implantable neurostimulator (ins). The reason for call was the patient reported that the stimulation was cutting off and not continuously vibrating. Agent redirected the patient to hcp for further assistance. Additional information was received from patient regarding an external device. The reason for the call was that the patient reported that the ins was taking too long to recharge. Patient stated that it takes 4 hours to recharge the ins from 50% to 100%. Agent reviewed patient the recharging time will lessen as time goes by. Patient does not have the equipment at the moment for troubleshooting. Patient will call back if further assistance is needed.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. At the physician's office, the patient met with a manufacturer representative (rep) who adjusted their stimulator to continuous treatment and added an additional program. The stimulator was reprogrammed. The issue resolved.